Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that the controller connector was very tight and difficult to connect to clips or patient cable. A replacement was requested to exchange as the issue might be deemed a safety issue when the patient is at home. However, before discharge, after many times of connecting and disconnecting the power sources, the controller connector became looser. The patient was then able to change power sources on their own, and the controller was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty threading the system controller¿s black power cable connector nut was not confirmed. Additional information provided communicated that the issue resolved after disconnecting and reconnecting the controller power cable multiple times to exchange power sources. It was also noted that the system controller was not exchanged. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 01aug2024. Heartmate ii patient handbook section 6: "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use section 3: ¿powering the system¿ and heartmate ii patient handbook section 3: ¿powering the system¿ explains how to properly connect and disconnect the system controller power cables from an external power source. The documents instruct the user to align opposite half circles in the controller power cable with the mating power source and to firmly push the two connectors together. Then, tighten the connector nut until secure. To disconnect the power cables, unscrew the connector nut and disconnect the power cords. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The prior pump exchange is covered under MFR # 2916596-2024-05216. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient received a new system controller due to a pump exchange. The new controllers black power cable connecting thread was not working well. It was difficult to connect to the patient cable and even more difficult to connect to the battery clips. The customer requested replacement controller to exchange as the issue might be deemed a safety issue when the patient is at home.